Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the getinge field service engineer replaced the safety disk and the iabp now passes all testing. The iabp has been released back to the customer for clinical use.

Event description:
It was reported that during service/testing a getinge field service engineer found the cs300 intra-aortic balloon pump failed the safety disk test. The test result of ¿pressure test difference¿ was -126 mmhg which is far beyond the normal value. No patient involvement or adverse event was reported.